Event description:
It was reported that a malfunction alarm occurred on the customer¿s pump. There was no adverse impact to the customer¿s blood glucose level. The customer reset the pump on their own prior to contacting technical support, and since the malfunction did not recur, they were advised to continue using the pump and to call back if the issue happened again. The customer acknowledged this guidance.